Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure. The fse found that did not have any physical damage to the catheter port. Powered the unit on and verified that there was no error during startup and no errors in standby in the clinical application. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg number: 2249723-2025-0005106 in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was giving a restriction error when plugged in. There was no injury reported.